Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Considering the year of manufacture of the equipment, there was a possibility of peeling due to deterioration over time. Alternatively, it was likely that the issue occurred due to the application of an external force such as strong rubbing against the relevant part during normal use including reprocessing due to long-term use. The instructions for use (IFU) provides the following guidelines: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The issue was not confirmed. The flow and suction of the balloon operated as designed. However. It was found that the light guide and forceps cover glue was peeling/cracked at the distal end and the probe unit was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use, the balloon would not inflate on the evis exera ii ultrasound gastrovideoscope. No patient involvement reported.